Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the connection tube between the reservoir and the pump . Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Corrected fields: section d - medical device information. This reflects the correct component that was returned and analyzed. Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual examination identified that the tubing had been cut down to the pump block. No tubing was returned for analysis. The pump deflation ball was identified to be misaligned as it seats too far forward. Functional testing of the pump was not performed as it was observed to be contaminated. Based on the information available and analysis results, analysis could not confirm the root cause of the reported clinical observations.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the connection tube between the reservoir and the pump . Following the surgery, the patient was stable, improved and the event resolved.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the connection tube between the reservoir and the pump . Following the surgery, the patient was stable, improved and the event resolved.